Event description:
It was reported that aburetrol sol. Admin. Set had a disconnection issue. This occurred during setup, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and observed that the luer plug was broken. The reported condition was verified as a broken plug. The cause of the broken plug could not be determined. Should additional relevant information become available, a supplemental report will be submitted.